Manufacturer narrative:
Internal report #(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 59-70mg/dl fasting. Verified the strips expire 08/13/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 122mg/dl and 111mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction: user had an inaccurate reference.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 59-70mg/dl fasting. Verified the strips expire 08/13/2017. Customer confirms the strips are stored properly and was first opened 07/23/2015. Customer performed back to back blood test, 122mg/dl and 111mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.